Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 500 mg/dl at the time of the incident. Patient's current bg: 250 mg/dl. Customer reported that insulin pump is not delivering insulin. Customer started off at blood glucose in 300 mg/dl plus. Customer treated for high blood glucose with syringes. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer stated the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. Customer did a 5.0 fill cannula and insulin pump did deliver insulin and did not give an alarm. Customer stated that he thinks the insulin pump is not safe and is requesting an exchange. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The motor passed the motor test. We were unable to perform occlusion test or displacement accuracy test due to motor error alarm. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The drive support disk was inspected and no anomaly was noted. However, the device was received with missing drive support sticker, minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.